Event description:
It was reported that an unspecified number of bd 5ml syringe luer-lok¿ tips experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the hospital pharmacy noticed before use, that there is a dirt stain on the surface of plastipack 5 ml syringe. Apparently this has happened several times. Additional questions: how many each affected with this issue and if they can send a product sample for investigation have been asked, waiting for customer reply.

Manufacturer narrative:
H.6. Investigation: two photos displaying a 5ml syringe inside a fully sealed blister pack from batch 9200384 (p/n (B)(6)) were received and evaluated. It was observed the syringe inside the package had multiple black foreign matter particles attached to the outside of the barrel. The particle appeared to be ink with at least one larger than level 4 in size, which was rejectable per product specification. No samples or photos from batch 9246781 were received. Potential root cause for the foreign matter defect is associated with the marking process. It was likely due to a build-up of ink fibers during printing. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9200384. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-19. Medical device lot #: 9246781. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd 5ml syringe luer-lok¿ tips experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the hospital pharmacy noticed before use, that there is a dirt stain on the surface of plastipack 5 ml syringe. Apparently this has happened several times. Additional questions: how many each affected with this issue and if they can send a product sample for investigation have been asked, waiting for customer reply.